Event description:
The patient received his scs system consisting of an ipg and lead on (B)(6) 2005. It was reported that the patient was having to recharge every other day. During a procedure to add a lead to the patient's system on (B)(6) 2008, the physician explanted and replaced the ipg. The explanted ipg was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.